Manufacturer narrative:
The field service engineer visited the user facility and found the same phenomenon. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed. There was no report of patient injury associated with the event. The subject device was used in combination with clv-190.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, the reported phenomenon was duplicated with older scope than exera iii due to circuit board failure. The design record regarding the phenomenon was checked, and it was confirmed that the board design change had been made on april 16, 2018. Omsc presumed that the board malfunction occurred and image failed with older scope than exera iii as the subject device was manufactured before the design change.